Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited poor pacing parameters due to suspected long use and possible poor fixing position. The lead was explanted and replaced. No patient complications have been reported as a result of this event.